Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the implantable pulse generator (ipg) did not function as intended. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years prior to the date the manufacturer became aware. Block d6b: explant date: 3 years ago.

Event description:
It was reported that the implantable pulse generator (ipg) did not function as intended. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.